Event description:
It was reported that during a supply change the ilet display did not respond and the user could not acknowledge the prompt to view drops, after which the user restarted the ilet via the mobile app and the screen resumed normal function, allowing completion of the supply change without blood glucose impact. Symptoms included no reported clinical effects. Outcomes included no adverse impact on therapy and no need for medical intervention. Investigation included customer service troubleshooting and education, including device restart. Investigation of this case revealed a transient display unresponsiveness that resolved with a restart, consistent with an intermittent user interface malfunction with no persistent hardware fault observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a transient software or user interface anomaly.

Manufacturer narrative:
Initial